Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Unit received with cracked case on the back at the battery tube area, and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had crack from top to bottom and missing piece at battery compartment and entrance. The customer¿s blood glucose was may be 200 mg/dl. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.